Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was not working because the patient did not feel stimulation. It was reported that the patient had been using the ins a lot lately because it had gotten cold outside and the weather made them hurt. The patient checked the ins using the patient programmer and it showed the ins on icon; however, the patient did not have the recharger or programmer with them during the call so this could not be verified during the call. The patient stated that they had tripped but had not had any falls or traumas. It was stated that maybe the stimulation was not working because the patient had left it on too long. The patient stated that they turned the ins off and the ins battery level was all the way down. The patient was asked if the ins was charged up part 25% charge and the patient reported that they had charged up the ins to full and then turned the ins on. The patient stated that they had the pain from the cold weather starting this past week in (B)(6) 2016. The loss of stimulation was on (B)(6) 2016. The patient was going to call back when they had their equipment to do troubleshooting for the loss of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.